Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. Potential causes for tip detachment include, but are not limited to, anatomical conditions, withdrawal technique, incorrect vessel sizing, and incomplete stent deployment prior to withdrawal, inadequate pre-dilation of the target vessel, manufacturing, or materials related. In this case, a cause for the tip detachment could not be determined with limited information provided. It may be possible that the tip caught introducer sheath or associated devices during advancement. However, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Analysis is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Information received via user facility medwatch mw5095203 states: the nose cone of the supera stent broke off into the left external iliac artery.